Event description:
The customer stated "when attempting to output the defibrillation, a device fault occurs and then it turns off on its own". No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.